Manufacturer narrative:
G1/g2: event reported to medacta international by a medacta USA employee and not by a sales agent as reported in MDR.

Event description:
The patient had primary knee surgery on (B)(6) 2024. Subsequently, the patient came in reporting pain, due to falling and tearing their quad tendon. On (B)(6) 2024, the surgeon repaired the tendon and performed a poly swap. Presently, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and poly swap, and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 26 july 2024: lot 2317657: (B)(4) manufactured and released on 20-jul-2023. Expiration date: 2028-jul-05. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review.